Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 426 mg/dl due to a no delivery alarm. The customer was unable to prime with the current set; the infusion set cannula was bent. The customer changed the infusion set. The patient's blood glucose eventually decreased to 159 mg/dl. The insulin pump was not returned or replaced.